Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the device had worked excellently but suddenly the hearing amplification stopped. The pt was explanted of the device on (B)(6) 2013.